Event description:
The customer reported that 2-3 hours after a 7 1/2 hour surgery, there was redness on the patient's left buttock where the pad had been placed. The burn was treated according to the hospital's procedures of treatment. The redness on the skin appeared about 2 hours after the surgery and during the following 5 days, it evolved into necrotic tissue. The injury corresponds to a second degree if it is a burn, and third degree if it is considered a pressure ulcer. There was no evidence of a burn when the pad was removed. The incident pad was discarded.

Manufacturer narrative:
(B)(4). The customer reported the incident device was discarded and is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.